Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all rows on drawer 5, sub drawer 1 were not detected on the bus and there was a broken hinge on the retractor band. A field service engineer replaced the retractor band by removing two screws and disconnecting it from the controllers, then reconnecting it and reinstalling the screws. The rear panels of the half height drawer and the station were secured, and the station was rebooted and tested functionality. No parts were returned, as the removed part was contaminated with an unknown fluid. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 5.1 experienced a drawer failure. There were no delay or adverse events or injuries reported based on this event.